Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine at a concentration of 10.0 mg/ml and a dose of 2.367 mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported the patient had exacerbation of low back pain after tripping and falling on (B)(6) 2017. The patient's pump was reprogrammed with a 20% increase on (B)(6) 2017. On (B)(6) 2017, the patient reported significant increase in pain and the patient did not believe the pump was working. The pump was reprogrammed with a pump decrease the same day. The patient received a shot of demerol at the emergency room on (B)(6) 2017. A catheter access port (cap) contrast study was performed on (B)(6) 2017 and the catheter was sluggish but intact. The catheter was flushed during the cap study. On (B)(6) 2017, the patient reported a slight improvement but was still having a lot of difficulty with pain. The patient was given a caudal injection on (B)(6) 2017. It was indicated the event was possibly related to the device or therapy. The device diagnosis was noted as catheter occlusion and the clinical diagnosis was loss of pain relief. The event was noted as ongoing.

Event description:
Additional information received from a healthcare provider via a clinical study reported the issue was related to the lumbar/pump portion of the catheter. It was noted the patient had an exacerbation of low back pain after the patient tripped over their oxygen tubing and fell.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the fall did not cause the catheter occlusion. No mention of a specific cause.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) which indicated reprogramming occurred as the pump was increased on (B)(6) 2017. Medications were administered (lumbar epidural steroid injection) for l3-l4 on (B)(6) 2017. The patient reported the pump rate was manageable currently and did not want to change the rate as of (B)(6) 2017 and the event outcome was 'resolved without sequelae'. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6).